Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. On the next day, of post deployment, a computed tomography of chest was revealed there was small filling defects to some of the branch vessels in the right lower lobe consistent with small pulmonary emboli. Also, there was a suspicion of a pulmonary embolus in the right middle lobe. An inferior vena cava filter was noted. After, ten days, a venous doppler bilateral ultrasound was performed it revealed there continues to be partial thrombosis of the right external iliac and common femoral veins, with complete thrombosis of the right greater saphenous vein. On the left there has been no change with partial thrombosis of the common femoral and greater saphenous veins and complete thrombosis of the peroneal vein. Around, seven years and ten months later, a computed tomography of the abdomen and pelvis was performed. The results displayed the inferior vena cava was in place with anchoring struts penetrating the caval wall. Around, two years and eight months later, another computed tomography of the abdomen and pelvis was conducted. Upon further review, the right anterolateral strut of the inferior vena cava filter at the 10 o¿clock position measured 3.3 millimeters beyond the wall of the inferior vena cava, which is greater than normal. Remaining struts appeared within normal limits. There was no significant filter migration or tilt. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and pulmonary embolism (pe) post deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. A venous doppler revealed partial thrombus present in the right external iliac and common femoral vein and there was complete thrombosis of the right greater saphenous and posterior tibial vein. Subsequently, next day, pe was performed it revealed there was small filling defects to some of the branch vessels in the right lower lobe consistent with small pulmonary emboli. Approximately, nine days later, venous doppler revealed minimal residual old organized thrombus in the proximal right greater saphenous vein and right common femoral vein. Approximately, five months later, abdomen 1 view was performed it revealed an ivc filter has the tip at the l1-l2 level. Approximately, seven years later, CT revealed an ivc filter was in place with struts beyond the caval lumen. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.